Event description:
It was reported that during a shunt pta treatment procedure, deflation difficulties were encountered with the talon balloon. The pt was asymptomatic during this event. The lesion being treated was an 80% stenotic lesion in the left cephalic vein. The physician used a 5 fr introducer sheath for vascular access, and a .018 radiofocus guide wire to cross the lesion. It is noted that resistance was met with insertion of the device. The balloon was advanced so that half of it was in the left cephalic vein and half was in the artery so the anastomotic stricture could be dilated. It was difficult to position the balloon in this manner, so the physician used their finger on the surface of the pt's skin to help control balloon movement. The first inflation was to 12 atms for 60 seconds, and the balloon was dog-boned shaped on the venous side. Approximately 2/3 of the balloon deflated slowly, however the rest of the balloon could not be deflated. The physician increased the pressure of 15 atms for 60 seconds, and the entire balloon could not be deflated. The balloon remained inflated inside the pt for three minutes. The physician ruptured the balloon by inserting a needle through the surface of the pt's skin directly above the balloon. The talon balloon was removed from the pt and replaced with a pbc 5 millimeter balloon which was inflated to 8 atms, then a utd 6x40 mm balloon. The procedure was successfully comleted. No pt complications were reported and the pt is reportedly doing 'fine'.